Event description:
It was reported to philips that the device failed the auto test. There was no patient involvement.

Manufacturer narrative:
Upon assessment, the rse concluded that the capacitor required replacement and provided the customer with a quote for the necessary repair. As the equipment is not covered under warranty, a quote was sent to the customer, and the philips is currently awaiting approval to proceed with the repair. Based on the information available, the cause of the reported problem was a faulty capacitor. The rse provided a quote for the replacement of the capacitor and is currently waiting for the customer to accept the quote. Based on the investigation, it is concluded that no further action is required at this time.